Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay user/reporter contacted lifescan on behalf of the lay user/pt alleging the one touch ultra link meter does not turn on. The reporter did not allege that the pt had any symptoms and the pt did not seek any medical attention. The pt did not take any action regarding diabetes treatment due to the issue. Based on the info provided, there appears to be no misuse of the product. The batteries were in good condition and the pt replaced the battery per the owner's manual. The pt is using correct test strips. The batteries were correctly installed. This complaint is being reported because the issue was not resolved through troubleshooting. The pt did not experience any symptoms.